Event description:
The pt was implanted with a left ventricular assist device (lvad). The attached user facility report# (B)(4), received from the intermacs registry reported that the pt had experienced an adverse event. No further details regarding the adverse event were provided. The explanted pump was returned to the MFR from another hospital approx one month after the reported adverse event. No info is known at this time regarding this event and no other info was provided with the explanted device.

Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hospital regarding the event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.